Event description:
The patient was on the cardiac catheter lab table. While undergoing a cardiac catheterization, the x-ray device did not function properly. The patient had to be moved to an alternative procedure room. There were no negative effects on the patient. Bio-engineering and ge were informed.